Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have been complaining of chest pain and a "stinging" sensation at their implant site. It was further reported that the patient experienced pericarditis and pericardial effusion. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.